Event description:
Customer reported an error with the continuous glucose monitor (cgm) identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer opted to continue using the current pump and was guided by technical support on how to prepare and return the malfunctioning pump to tandem using a prepaid label. Customer understood and acknowledged these instructions.